Event description:
The patient reported that when she turned the implantable neurostimulator (ins) on or off or adjusted it she received shocks that knocked her legs out from under her and caused tingling. There was no known accident or incident related to the event. The patient stated that the ins was checked and she was told that "everything needed to be replaced- asap", because they determined that the "lead wire is deteriorating or pulling away". The patient stated that she was scheduled for surgery in 2009, but because of a scheduling error, the surgery had been rescheduled for 3 months later. The patient stated that her healthcare professional (hcp) was not aware that the surgery had been rescheduled. She stated that the nurse did the rescheduling because a second surgeon was not available and because the patient was scheduled for spinal chord stimulation (scs) surgery when she needed peripheral nerve stimulation (pns) surgery. The patient was told to turn the ins off. She stated that the hcp told her she may have uncomfortable shocking until may when they do the surgery. The patient was at home and was encouraged to contact her hcp. The patient's hcp was contacted, and provided that the event was attributed to the devices, but it was unknown which device. No additional details were given by the hcp.